Event description:
It was reported that the device did not fire clips correctly. Another device was used to completed the procedure. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip present in the jaws of the device. The handle and shaft of the device were visually acceptable, the jaws appeared to be in alignment and the clip retainer and push forks were in position. Upon evaluation, the 13 remaining clips were fed, cycled and produced with proper pinch and alignment. However, after the last clip was fired, the locking mechanism did not engage as intended. The device had been sent out with 17 clips. No lot number was provided so the device history record could not be reviewed. As each device is test fired prior to release and the returned device fired the remaining clips with proper pinch and alignment, no conclusion could be made as to what may have caused the reported event.